Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). Results of investigation: the carefusion service group evaluated the user interface module (uim) by performing touchscreen display calibration, power cycle startup, and physical/visual inspection, which found a scratch indentation display screen damage. The service group was able to duplicate the reported event by the customer, which was caused by the display damage. The carefusion failure analysis lab (fa) evaluated the user interface module (uim) and concurred with the service group assessment. No further component root cause investigation would be performed.

Event description:
The customer reported an unresponsive touchscreen display on this avea ventilator. The customer stated no patient involvement with this event.